Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 5atm within 5 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported, and the patient was good post procedure. It was further reported that the 90% stenosed target lesion was located in the severely calcified superficial artery.

Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 5atm within 5 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.